Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference #: (B)(4).

Event description:
It was reported that during a procedure, the device began to "lock up," and the doctor noted shiny device fragments in the patient uterus. The doctor switched to a new device and removed the device fragments from patient cavity.